Event description:
It was reported a patient experienced peritonitis manifested by cloudy effluent and abdominal pain coincident with peritoneal dialysis (pd) therapy. The patient was treated with cephalin (dosage, route, and frequency not reported) when peritonitis was diagnosed. Thirteen days after the patient experienced peritonitis symptoms, the patient was hospitalized for three days for the removal of the catheter and insertion of a hemodialysis tube. Pd therapy was discontinued as it was thought that bacteria had colonized the catheter. The patient was switched to hemodialysis. On an unreported date, the patient was treated with ciprofloxacin (dosage, route, and frequency not reported), sulfatrim ds (800 mg administered orally for 14 days), and ceftriaxone (20 mg injection, IV and frequency not reported) for peritonitis. The cause of the peritonitis was unknown. The patient was recovering from the event at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.